Manufacturer narrative:
Correction: b1 was changed from "adverse event" to "product problem" to accurately reflect the event. Additional information: d10. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.